Event description:
Upon removal of integra hermetic lumbar catheter (closed tip) following attempted placement, the distal portion of the catheter was retained in the patient. Reason for use: normal pressure hydrocephalus.